Manufacturer narrative:
A sample of the device will not be returned for eval. Info from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for add'l investigations.

Event description:
During use of the exam glove, lab personnel are experiencing glove fingers splitting open. The user facility cited no adverse event or medical intervention. However, they expressed concern of potential exposure to infectious diseases and various reagents that should not touch their skin. Kimberly - clark had no independent knowledge of the event reported but is relaying the info that was provided by the user facility, where the incident occurred. This product incident is documented in the kimberly - clark complaint database.